Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and ketones. The blood glucose reading was 400 mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Reviewed the programming, setting, totals, time, and date and they were correct. Performed a high-pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.